Manufacturer narrative:
Additional information received indicated that the cause of death is acute pulmonary edema. In (B)(6) 2007, the patient suffered a myocardial infarction. In (B)(6) 2008, the patient suffered another anterior wall myocardial infarction. Following discharge, the patient was hospitalized a number of times in for congestive problems. In (B)(6) 2010 the implantation of ICD-d is indicated and performed seven days prior to death. The indication for the implant was complete left bundle branch heart block. Parameters were checked, crt-d battery connected and placed into the preformed pouch. Normal function [confirmed]. Wound sutured and a bandage placed. Intervention performed without complications. Cs lead medtronic (B)(4), threshold 0.6 v; r 8.0 mv; imp 1112 ohm. The patient is discharged into further outpatient follow-up care. Therapy is prescribed and patient education conducted with respect to diet and lifestyle. The patient died seven days later. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that a patient with an implantable cardiac resynchronization therapy defibrillator died seven days after implant. The patient had heart failure with acute pulmonary edema. The patient was having breathing difficulties prior to the death and an ambulance was called. The patient died before it arrived. Cause of death has been requested and not received.